Event description:
A patient reported bloode glucose results of "127 mg/dl, with a lifescan meter and "182 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution are being replaced.